Event description:
The customer reported that the left monitor was not working. This will cause the system to be unusable due to a loss of the live image. This could result in the delay or cancellation of a procedure. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. The system operates as intended.